Event description:
It was reported that during an unknown procedure, the clips weren't closed correctly, and consequently the wound was not completely closed. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.